Event description:
Dealer said the users dc adaptor melted in the cigarette lighter port. He said this happened in (B)(6) 2011. He said we sent him another solo2. This one has done the same thing. The ra number for the previous one is (B)(4) , and the serial is (B)(4). The dealer said the user would like a call back. We set up an order (B)(4). No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tpo100, serial number/date code (B)(4) is approximately 2 months old. The user manual part number 1156872 rev c (jan-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a female whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.